Event description:
As reported: "during a ankle arthrodesis t2 nail, drill bit broke off inside the patient and could not be removed. The surgery did not cause any harm to the patient, but it was not possible to insert the postero-anterior screw in the calcaneus. There was a delay of about 20 minutes trying to get the broken piece out".

Manufacturer narrative:
Please note the correction to d9/h3 as the device was returned for evaluation. Please also note the correction to h6 method code. The reported event could be confirmed, since the device was returned, and matches the alleged failure. The device inspection revealed the following: the received drill shows significant signs of usage. The other broken segment was not returned for evaluation. The fracture surface exhibits typical signs of a brittle fracture, evident by a relatively smooth surface, caused most likely due to torsional and bending load. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to be user related. The appearance of breakage surface indicates towards a forced brittle fracture caused most likely due to torsional and bending load . If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "during a ankle arthrodesis t2 nail, drill bit broke off inside the patient and could not be removed. The surgery did not cause any harm to the patient, but it was not possible to insert the postero-anterior screw in the calcaneus. There was a delay of about 20 minutes trying to get the broken piece out".